Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were feeling a vibration down the right leg hip to the foot. Patient states yesterday after the implant they were able to change the setting so that it was more comfortable but patient woke up today and it was feeling uncomfortable. Patient states they contacted the doctor and were instructed to contact manufacturer. Agent emailed local manufacturing representative (rep). Additional information was received from the patient on (B)(6) 2025. Patient reported make adjustment with the help of a rep and the stimulation sensation dissipates away, but today it returned. The agent helped to connect and patient decreased the stimulation to a comfortable level. Patient confirmed comfortable stimulation of their pelvic area. Patient was redirect to healthcare provider (hcp) for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.